Event description:
The patient ( (B)(6) ) bought a needle for an insulin pen at our center on june 4, 2024, and installed it in the pen after returning home. The patient found that the liquid medicine could not be pushed out, so took the pen to consult the pharmacist. After the pharmacist found out the situation, took out a new needle and replaced it. The pharmacist slightly controlled the needle and it could be used normally after the water droplets were controlled. The new insulin needle was replaced, and the patient was informed that the used needle should be removed immediately after the injection, and the outer needle cap should be put on and discarded. The patient expressed satisfaction. On june 5th, the third call was made to the customer service center, but all calls were refused.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.